Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, an image was not displayed due to the broken video cable connector. Additionally, the field service engineer (fse) stated that the interface is aging and occasionally the endoscope is not detected resulting in a black screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿broken connectors and no image¿ was confirmed. The device evaluation found there was no image when shaking the connector due to faulty connectors. The video connectors were broken and could not be connected. Also, the battery on the printed circuit board had ran out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales personnel reported on behalf of the customer that the visera video system center video connectors are broken and cannot be connected. The issue was found during preparation for use in an unknown diagnostic procedure. The intended procedure was completed with another similar device. There was no reported delay. There were no reports of patient or user harm associated with this event.